Manufacturer narrative:
The hospital biomed replaced the power supply. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit intermittently shut down during the preoperative checkout. There was no report of patient involvement.